Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 32 - mid 300s (mg/dl) for 2.5 weeks. Reportedly, customer would administer a correction bolus for their elevated bg levels; however, customer mentioned that it would take a while for their bg levels to decrease so they would administer an additional correction, and subsequently, experience low bg levels. Customer would consume juice and glucose tablets to treat their low bg levels. Customer also reported that the received alarms at night during this time period; however, the customer was unable to specify what type of alarms they received. Customer indicated that they have reverted to an alternate insulin delivery system for diabetes management.